Event description:
It was reported that "there seems to be a great concern with the needles in the kits. It is my understanding that during the central line placement, they are noticing air. After testing some of the needles's it seems there is a hole in them. We have had at least 4 kits recently where this was an issue, with different lot #s." There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown. Associated MDR numbers include: 9680794-2026-00058.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows two clear biohazard bags with arrow product labels. One ars with a needle attached is observed. The details of the needle hub cannot be observed. Therefore, the report of a cracked needle hub was not confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "there seems to be a great concern with the needles in the kits. It is my understanding that during the central line placement, they are noticing air. After testing some of the needles it seems there is a hole in them. We have had at least 4 kits recently where this was an issue, with different lot #s ." There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown. Associated MDR numbers include: 9680794-2026-00058 and 9680794-2026-00059.